Event description:
It was reported that the pump was involved in an over-delivery of a heparin solution. The pump was programmed to infuse a 500 ml heparin solution at 19 ml/hr. The entire amount infused in only 10.5 hrs instead of the anticipated 26 hrs. The pt's ptt level was elevated over 150. The pt had coffee ground emesis afterwards. An h&h was drawn and the pt's ht had decreased from 29 to 24. The pt received two units of prbc's and returned to pre-incident status.